Manufacturer narrative:
Email - (B)(6), direct number for office: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade IV, deformity of reconstructed breast and history of breast cancer (not related to the device). Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: two opening in the device on the posterior side assessed as fold flaw opening. Additional observations: wear abrasion observed. Crease fold observed. Stress marks. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade IV, deformity of reconstructed breast and history of breast cancer (not related to the device). Device has been explanted.

Event description:
Healthcare professional reported right side "hole, non-specific". Device has been explanted.